Event description:
It was reported that the device was not holding a pin. It is unk if this occurred during a procedure or if there were any adverse consequences associated with the event. Multiple attempts to gather additional info from the account were unsuccessful.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the impreglon coating on the device was worn off and debris was built up inside the large collet. This condition could cause the device to not retain the pin.